Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had worn wheels, and one was broken. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned the device was inspected by the field service engineer (fse) was and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the worn wheels and one is broken due wheels deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.